Event description:
On (B)(6) 2014, the distributor contacted animas, alleging the pump had battery life issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: during investigation, a review of the pump¿s black box history showed the dates from (B)(4) 2014. No warnings or alarms related to battery life or excessive battery usage were observed in the history. The pump powered on normally with the returned battery cap and the cap was able to fully tighten to the pump. A power loss was not observed. Evaluation revealed cracks in the battery compartment. During testing, the pump¿s current draws were found to be within specifications; the pump case was removed and no evidence of loose components or moisture was found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).